Event description:
Vns patient was experiencing vocal cord problems post-implant. Further follow-up revealed that the pt's right vocal cord was compensating some for the left vocal cord paralysis. The patient is scheduled for re-evaluation in six months.